Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the red clamp (first fill) line of the amia cassette and the supply bag that led to this alarm. Renal therapy services (rts) explained the alarm to the patient and assisted in ending therapy. Rts advised the patient to start over with all new supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.